Event description:
The customer reported that, while attending to a pt coding event, the monitor lost all of its parameters except the spo2.

Manufacturer narrative:
The customer reported that, while attending to a pt coding event, the monitor lost all of its parameters except the spo2. The customer reconnect the fms (flexible module server) and all parameters came back. The pt expired at a later time. The clinicians were already providing emergent care when the loss of waveforms occurred. No delay of treatment was indicated by the clinicians. The philips field service engineer went on site to investigate the issue. He tested the system in question with the assistance of the site's biomedical engineer, but could not duplicate the issue. The system is back in use at customer's site and the latest data shows that it is working per its specifications. The alarm logs for bed show that the system was logging events for that day until 10:28 am. The system resumed logging events for bed at 12:20 pm. This indicates that the system was not in use or was disconnected during the time when it was reported to have been disconnected. This event can be generated by few conditions including intermittent connection between the different devices within the system, cables not connected securely to devices, and incidental user intervention such as pulling on a cable, tripping over a wire, or altering the connection between the devices. There have not been any subsequent reports of this problem for this device. If connection to the fms is lost, this is obvious to users, not only because there is an obvious loss of waveforms and numerics on-screen, but there is also an audio and on-screen inop. The available data does not support that a malfunction occurred. No other calls were logged by this site for this issue, and no further investigation or action is warranted.